Manufacturer narrative:
No display anomaly was noted. The pump was received with a frozen screen and a constant audio alarm due to moisture damage on the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify any alarm due to the frozen screens. The pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly and display anomaly. Customer's blood glucose at time of incident was 172 mg/dl. Customer stated they did not receive any alarms but black circle is on screen, unable to verify what alarm is causing the black circle to appear and cannot press esc or act. Customer was advised to remove the batter for 5 minutes and then insert a new battery. Customer stated the constant tone and alarm did not disappear. Customer was advised that we will replace the pump.